Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; compression of the limb at the aortic bifurcation due to the non-dilated aorta. Conclusion: occlusion. Anatomy related; compression of the limb at the aortic bifurcation due to the non-dilated aorta.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an asymptomatic saccular abdominal aortic aneurysm with a diameter of 58mm. The infra-renal angle was 0 degrees. The diameter of the proximal aorta was 21-23mm, and the length was 70mm. The aorta was not dilated at the aortic bifurcation. The right iliac artery was 15 mm in diameter and the left iliac artery was 17 mm in diameter. The right and left femoral arteries were 10 mm in diameter. There was no circumferential thrombus and no major calcification. The degree of circumferential thrombus and/or calcification was reported to be 5 percent. No technical observations or adverse events were reported at the index procedure. No adjunctive procedures were performed. It was reported that a stent graft occlusion in the left limb and main body of the stent graft was first observed approximately three weeks post index procedure. The occlusion was also observed on subsequent imaging. Approximately two months post index procedure the patient was admitted to the hospital with complaints of claudication in the left lower extremity. A left iliac thrombectomy was performed with incomplete results. A femoral-femoral bypass was then performed. The event was resolved, and the patient was discharged from the hospital. The investigator assessed the event to be related to the aneurysm and the procedure, but not related to the device. No additional clinical sequelae were reported and the patient is fine.